Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Customer's biomedical department was able to power on device, but display was flickering and a clicking noise could be heard. The complainant indicated that there was no pt involvement in the reported failure.